Event description:
Olympus was informed that during a therapeutic testicular torsion procedure, the electrosurgical generator "esg-400" displayed error message e433 and could no longer be used. However, the intended procedure was successfully completed with a similar device without significant delay or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in barcelona/spain (returned to rrc on 2022-09-27). Even though the evaluation could not reproduce the occurrence of error message e433, it was shown in the hf generator¿s error log. Error message e433 is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error message could not be reproduced, thus, a temporary fault is assumed and the exact cause for the occurrence of the error message could not be determined in this case. In addition, the top cover of the device is scratched which is most likely caused by improper handling by the user and therefore can be attributed to use error. However, there is no causal relationship to the reported failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that at an unspecified date/time, the electrosurgical generator "esg-400" displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.